Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: occurrence: unable to perform complaint lot history check for needle hub separates due to unknown lot number. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for needle hub separates due to unknown lot number. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 3 hubs separated from their respective bd ultra-fine¿ insulin syringes when detaching their shields before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "3 hubs were detached with shields from the same shelf carton."